Manufacturer narrative:
Further investigation was not possible as the product was not available for return. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer called to report when the staff is running many different patient tests on the meter, the meter downloads all of the results under one single patient identifier to their rals data management system. Upon investigation of this event, it was determined there were actual erratic results from repeated patient test results. No patient ID mismatch occurred. There was no evidence to support results were run on one patient and saved under another patient's information. While troubleshooting the event, it was determined the same operator ID, "agency" was used, so it is likely the same operator who performed the tests. As the tests were run in short succession, it would be very unlikely to be different patients for each test, rather, they are likely repeat tests on the same patient. The customer has not spoken with the individual who performed the tests. The customer provided an example of results from one patient identifier tested with accu-chek inform ii meter serial number (B)(4). There were two time periods in question. The following results were observed in the meter from (B)(6) 2017: 7:16 a.m. = 105 mg/dl, 7:18 a.m. = 308 mg/dl, 11:08 a.m. = 111 mg/dl, 11:11 a.m. = 330 mg/dl, 11:14 a.m. = 170 mg/dl. The customer did not know which result was actually observed on the meter at the time of testing. When the results were checked in the rals data management system, they all showed the same operator identifier, which was "agency". All results appeared to have been repeat results from the same patient. The meter showed the same information as the data management system, leading to the conclusion that all results were from the same patient. The customer isn't aware of any conditions that would have prompted the repeat tests other than when the repeats were done the discrepancy led to more repeated tests. No treatments were given to the patient and there was no delayed treatment due to the event. There were no reports of any changes to patient care based on the meter results. The patient is currently fine. No adverse events were alleged to have occurred with the patient. Controls are run on the meter every 24 hours and have passed. The customer's product was requested for investigation and replacement product was sent to the customer. The customer stated that all test strips in the vial that was in use were all used up and the vial has been discarded. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed